Event description:
The reporter stated that the surgeon attempted to insert a +20.5 diopter, cc420bf plate collamer lens. Prior to insertion into, the eye the lens stuck in the cartridge. No patient contact or injury.